Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was cultured/tested, however, the results were pending. The scope was precleaned with enzymex l9 detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, balloon channel, and instrument channel port and distal end/areas around the elevator were manually cleaned with enzymex l9 detergent, an asept inmed brush (ref # (B)(4)), and albyn medical brushes (ref # (B)(4) and # (B)(4)). The aer used was a soluscope series 4 (ref # (B)(4)) along with soluscope cln detergent and soluscope paa disinfectant. The scope was stored horizontally. The maintenance of the scope was performed by olympus. The scope was not sterilized. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a routine microbiological culture was performed on the ultrasonic gastrovideoscope. The channels tested positive for one (1) colony forming unit (cfu) of filamentous fungi. The distal end tested positive for four (4) cfus of enterobacteriaceae. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the scope connector water mouthpiece was loose and the angulation was less than the specified value. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: improperly reprocessed equipment poses an infection control risk to each person who handles the endoscope within the hospital or at olympus." Olympus will continue to monitor field performance for this device.